Manufacturer narrative:
(B)(4).

Event description:
The patient reported poor communication on the patient programmer (pp). The patient had not been recently implanted or had a revision surgery. It was also noted that they would use the antenna. Syncing was reviewed and the issue was not resolved. Confirming the antenna to be secure did not resolve the issue. The patient was redirected to their healthcare provider (hcp). The patient's symptoms were worsening. There was a sudden loss of therapy the week prior to this report. The poor communication was then seen the day prior to this report. No falls, trauma, or medical procedures were related. Additional information received from the patient on (B)(6) 2016 in response to follow-up reported that she did not know why she had a loss of therapy. She had an appointment later in the day with her hcp. No further information was provided. Indications for use were pelvic pain/other, urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. Additional follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.

Event description:
Additional information received from the healthcare professional reported the implantable neurostimulator (ins) was found to be at end of service (eos) upon interrogation. This was noted to be the cause of the loss of therapeutic effect and poor communication screen. The ins was replaced.